Event description:
It was reported that an unspecified quantity of continu-flo solution sets had spiking issues. This was observed when the nurses were spiking non-baxter eptifibatide and adenosine vials. The event was further described as, "the stopper is being pushed in by the spike on the end of the tubing". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d4, h6, h11. D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.